Event description:
It was reported that the customer was admitted to the intensive care unit (ICU) with a blood glucose (bg) level over 800 mg/dl and ketones that were not identified as dangerous by a healthcare provider. Cause was not known. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged on (B)(6) 2025 with the issue resolved and a little bit of unspecific damage to their heart. The customer declined a system check with pump and supplies.